Event description:
It was reported that during a indirect decompression system implant procedure where the patient was sedated, the patients spinous process disintegrated when the device was being implanted at the lumbar l4-l5 vertebrae. The physician could not leave the implant in, as it would not be stable with the broken-disintegrated spinous process. The implant was removed in its entirety. The patient was doing well post-operatively and was experiencing pain relief from the procedure even with no implant. The explanted device will not be returned per medical facility policy.